Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used enlite sensor and found sensor retracted to the other side of the sensor also found electrode broken missing broken part. See attachment file for details unable to confirm customer received sensor damage due to customer returned opened/used.

Event description:
The customer reported via phone call indicating that he has bad sensor alert. Customer's blood glucose at time of incident was 166 mg/dl. The customer stated the alert occurred after initialization. The customer stated the bad sensor alert occurred after a 2nd consecutive calibration error and discussed to patient the timing of calibrations leading to alert and calibration protocol. The customer was advised to remove and change out sensor. The customer was advised to send sensor back for analysis and sending replacement.